Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his right side and that the lifevest was cutting into his skin. The patient also reported that the device irritated a welt on his right side and that the area where the electrodes touched his skin was swollen and sore to touch. Furthermore, the patient reported that the electrode on the right side created a burn mark on his skin. The patient reported going into the emergency room for the skin irritation where a doctor suggested a cream. The patient's doctor and a nurse also recommended an ointment and to place gauze over the irritation. Follow-up indicated that the patient removed the lifevest and the skin irritation was improving.